Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had lost slack, which resulted in non-sustained right ventricular oversensing episodes due to crosstalk. X-ray showed inferior lead position with no slack. The oversensing could not be replicated. The issue was unresolved. The patient was stable and is being monitored remotely.